Event description:
It was reported that pump displayed unexpected reset screen, which led to customer¿s blood glucose rising to 506 mg/dl. Customer addressed high blood glucose with correction injection using multiple daily injections and later successfully resumed insulin delivery with pump after being informed that reset was a built-in safety feature and educated on effects of reset, including need to restart continuous glucose monitoring session and reload cartridge; customer understood instructions and no additional information was received regarding further outcome of event.